Event description:
A us distributor returned a battery pack indicating that that the battery pack was unable to power on a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was non-functional in a monitor and charger. Upon evaluation, the battery cells had an output voltage of 3.787v, 3.781v, and 0.159v. The cause of the inability to power on is the low output voltage at one of the cells. The cause of the low output voltage is a leaking cell. The root cause of the leaking cell cannot be positively identified. No adverse event resulted from the defective battery pack.